Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated an oxygen (o2) sensor failure diagnostic message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor and performed extended self-testing on the device and all tests passed

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The o2 sensor was installed into a test ventilator for analysis and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the o2 sensor had exceeded the nominal life expectancy. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.